Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set . The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The home patient (hp) disconnected for some reason and did not get back in time before the drain started. The hp connected back up. The technical service representative (tsr) explained the air alarm and that new supplies were needed. The tsr also told the hp to contact her nurse about the air alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient' (hp) nurse stated that they were aware of the alarm; and that they had spoken with the hp and everything had been fine since. The nurse said they informed the hp of proper procedures. No patient injury or medical intervention was reported